Manufacturer narrative:
A new sample was collected from the patient on (B)(6) 2016 and generated questionable results.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft4 ii assay and elecsys tsh assay results for two samples from one patient from two cobas e602 analyzers and suspected the possible presence of heterophilic antibodies. This medwatch is for the tsh assay. (B)(4). The results were reported to the clinicians. The patient was not adversely affected. As no sample material from the patient could be provided for further investigation, a specific root cause could not be determined. From the provided information, a general reagent issue was not detected.

Manufacturer narrative:
Two samples from the patient were submitted for investigation. A specific root cause could not be determined. The testing confirmed the customer's results as the tsh results generated were within the reference range. No interfering factors were detected in the samples. For diagnostic purposes, the results should always be assessed win conjunction with the patient's medical history, clinical examination, and other findings.